Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse arrived on site and observed erbe u-02 errors. Fse replaced erbe to correct the issue. The system was tested and verified as ready for use. The erbe was returned to isi for failure analysis (fa) and the reported failure was confirmed and reproduced. Fa observed by review of logs the error 25913 pattern (2) u-02 errors on 12-dec-2024 confirming the fault occurred in the field. Visual inspection revealed: small nick top bezel on the right side; deep scratch on top cover. Erbe unit that was placed on a surgeon side console and was run in normal mode and observed u-02 error during start-up. Design history record (DHR) review for the system involved with the reported event was deemed not required by quality engineer since erbe is a third-party unit. The probable root cause of this reported complaint is attributed to an electrical/fiberoptic communication with syscheckmaster issue on the erbe integrated electrosurgical unit (iesu).

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, activation was interrupted due to an error u-02. Error u-02 was confirmed in logs. Technical support engineer (tse) walked caller through a 2 minute hard power cycle of integrated electrosurgical unit (iesu) with no change. Caller stated she does have a force triad but not able to locate the integration cable and doctor will proceed with force triad and valley lab foot pedals. The procedure was completed with no reported injury.